Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The returned device analysis identified a leak from the strain relief near the hub, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Further assessment of this issue per site operating procedures was performed. These devices will continue to be monitored.

Event description:
It was reported that the procedure was to treat a shunt lesion in the brachial artery. A 4.00x20mm armada 35 percutaneous transluminal angioplasty (pta) catheter was prepped per the instructions for use, advanced without any resistance noted and intended to be inflated. However, pressure did not rise and the balloon only partially inflated. Thus, when negative pressure was applied contrast media was noted leaking from the guide wire lumen. The pta catheter was simply removed from the patient and a 5.00x40mm armada 35 pta catheter was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.